Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of incident was 54 mg/dl. Customer stated that they had calibration not accepted and change sensor. Customer also stated that they took to much insulin. Customer was not using auto mode feature at the time of event. The device will not be returned for analysis.